Event description:
A complaint of imprecise sequential readings was received on a customer's xceed blood glucose meter. The sister of the customer, who is not diabetic, obtained readings of 20.6 mmol/l, 17.9mmol/l, 5.7mmol/l, 5.1mmol/land 25.5mmol/l within a 10 minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zone. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation.